Manufacturer narrative:
This report is being filed on an international product, list number 07p51-30 and there is a similar product distributed in the us, list number 7p51-21 / 31. A1 patient identifier: complete sample ID's are (B)(6). E1 phone - complete phone number is (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive alinity I total -hcg and provided the following data for 1 non-pregnant female patient on (B)(6) 2023: reference: = 5.00 miu/ml is negative, = 25.00 miu/ml is positive, > 5.00 miu/ml and < 25.00 miu/ml are considered grayzone: sample ID (B)(6) initial result was 12.49 (grayzone) and repeat was 9.68 (grayzone). Another specimen tube, sample ID (B)(6) initial result was <2.3 (negative) and repeat result on roche cobas platform was <2.0 (negative) sample ID (B)(6) was then repeated on alinity with a result of 34.44 (positive) and roche with a result of 32 (positive). There was no reported impact to patient management.

Event description:
The customer observed a false positive alinity I total -hcg and provided the following data for 1 non-pregnant female patient on (B)(6) 2023: reference: = 5.00 miu/ml is negative, = 25.00 miu/ml is positive, > 5.00 miu/ml and < 25.00 miu/ml are considered grayzone: sample ID (B)(6) initial result was 12.49 (grayzone) and repeat was 9.68 (grayzone). Another specimen tube, sample ID (B)(6) initial result was <2.3 (negative) and repeat result on roche cobas platform was <2.0 (negative) sample ID (B)(6) was then repeated on alinity with a result of 34.44 (positive) and roche with a result of 32 (positive). There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation regarding falsely decreased result for alinity I total ss-hcg reagent lot number 41535ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review and field date review. Return testing was not completed as returns were not available. Ticket search by lot 41535ud00 indicates that the reagent lot performs as expected for this product. Ticket and trending review did not identify any related trend regarding commonalities for lot number and issue. Device history record review did not identify any related non-conformances or deviations regarding the associated lot 41535ud00 and complaint issue. The overall performance of the alinity I total ss-hcg reagent was reviewed using field data from customers worldwide. A review of field data determined the median patient results for lot reviewed are within established limits. A labeling review determined product labeling provides adequate information regarding the customer issue. Based on the investigation, no systemic issue or deficiency with the alinity I total ss-hcg reagent lot number 41535ud00 was identified.